Event description:
It was reported that the alarm of the pump started indicating for high occlusion pressure at the start of the bolus. The event occurred while in use with patient with no human harm. Per reporter, the customer changed the cassette, and the pump worked properly afterwards.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One cassette was returned of an unknown list number and unknown lot number. As received, there was no damage or anomalies observed. Functional testing was performed and no leaks or restriction in flow were observed. The device tested normally. The complaint of an occlusion alarm cannot be confirmed nor replicated. A device history review could not be conducted because no lot number was provided.

Manufacturer narrative:
Additional information received indicated that the item number of the affected device is 8426478. The number provided does not match a device in our record system. It is suspected that the provided number is the lot number of the affected device.